Event description:
The customer reported that "some of the people who keep the syringes attached had noticed that the plunger would be pushed back when using either gravity or pumps. Their concern was that they had a certain level of concentrated drug in the syringe and they would not know the exact amount of the drug in the syringe because of the fluids backing into the syringe." No samples were saved. Product code 9230; lot number is unk.